Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 322. The device was operating out of specification. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were repeated.

Event description:
It was reported that a spectrum pump had a system error 322 alarms in the history log. It was also reported that there was no patient involvement, as the issue was found during preventive maintenance.